Event description:
Customer reported pca male luer end of tubing broke off in the access port and the other end was connected to the angiocath. There was no patient harm but there was some blood loss, and no medical intervention was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.